Manufacturer narrative:
The actual devices were not available; however, a photograph and a video of one of the samples was provided for evaluation. Visual inspection of the provided picture, did not identify any abnormalities as only the label of the dialyzer was visible. Visual inspection of the video showed a leak at the y-connector of replacement line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during patient infusion with two prismaflex m100 set, a fluid leakage was observed at the y-connector replacement line. There was no patient injury or medical intervention associated with this event. No additional information is available.